Event description:
It was reported that the patient had peripheral arterial disease and underwent lower extremity angiography. Arterial access was gained in the right common femoral artery. Angiography showed a 100% occlusion of the left superficial femoral artery (sfa). This was successfully treated with a stent [unspecified]. A small thrombus was then noted more distally in the popliteal artery. To treat the thrombus, a prowater guide wire was attempted to be passed through the newly implanted stent. Resistance was encountered with the proximal edge of the stent and the prowater guide wire could not be removed. The guide wire was intentionally separated and the separated portion was compressed into the vessel wall by implanting a stent. There was no clinical consequence and the procedure was successful. The patient is aware of the retained wire fragment. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device will not be returned. A follow-up will be submitted with all relevant information. (B)(4).

Manufacturer narrative:
(B)(4). From the provided information, it is concluded that the guidewire was separated due to the force that was applied to the product for intentional removal and separation of the trapped guidewire, and was exceeding the products design limit. The cause of being trapped by the stent could not be identified from the provided information though some possibility was supposed including that the guidewire might be inadvertently advanced into the stent strut, or, the state of implantation of the stent might not be adequate to secure the safe pass of guidewire inside the stent. Warning section of the instruction for use describes; if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged, result in fragments being left inside the vessel. Separation or breakage of guidewire as one of possible complications and adverse events. A review of the device lot history record and a query of the complaint handling database could not be performed because the part and lot number were not provided.